Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lv had high thresholds and no capture. The physician tried to replace this lead, but during the procedure he dissected the cs and, so this lead remains in the body as inactive. Should additional information be received, this file will be updated.